Manufacturer narrative:
Product analysis results: visual and optical examination confirmed the cannulated drill tip has been sheared off between the drill tip and the driving shaft. It appears the tip of drill broke due to bend stress overload. The drill bit appears to be heat treated properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar decompression and internal fixation due to spinal stenosis. Intra-op, spacer was broken. No any fragment of the implant were remaining in the patient body. No patient complications were reported due to this event.